Event description:
On 2025-may-19, information was received from a patient receiving dilaudid via an implantable infusion pump for non-malignant pain. The patient stated they were hospitalized and received a different bolus machine but were unable to figure out how to use it. The agent walked the patient through operating the equipment, accessing screens, and administering a bolus. The patient was able to navigate the screens and connect to the pump but was locked out 1 hour with 4 boluses left. The patient stated they did not receive a bolus that day and had been "playing with it," causing loss of boluses. The patient also indicated a need to recharge the devices to 100% and review the manual again for proper device operation. The patient referenced online reviews, stating that many users are dissatisfied with the ptm device. The issue was resolved through troubleshooting, and the patient was redirected to their healthcare provider for further support. The patient also reported experiencing ¿a lot of pain¿ since the surgery for the newest pump implant. The patient described pain related to surgery as well as burning pain from electric sensations traveling down the legs, associated with a pre-existing spinal cord injury. The patient noted taking water pills twice per week. The patient reported receiving 1.3 mg of medication per month and expressed that this dose was ineffective for pain relief, describing the situation as "cruel." The patient questioned whether an increased dose of 3.7 mg would provide better pain management. Agent reviewed the patient¿s medication concerns. During the call, the agent experienced difficulty following the patient¿s account due to multiple events being reported and communic ation challenges.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) stating that the patient was hospitalized due to the need for pump replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.